Event description:
It was reported that balloon rupture, balloon detachment and thrombosis occurred. Vascular access was obtained via radial artery. The 70% stenosed target lesion was located in a fistula in a non calcified and non tortuous unspecified artery. The physician selected a 12.0x40mm x 80cm wanda balloon catheter to treat the target lesion. The balloon was inflated 3 to 4 times within rated burst pressure for 2 minutes. However, on the fourth inflation, the balloon ruptured and was ripped into two parts. One portion came out with an unknown guide wire while the other was left on the drainage vein inside the patient. The patient underwent surgical thrombectomy to remove the remained portion of the balloon. The procedure was completed with a different device. No further complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).